Event description:
It was reported that the patient was having issues with bard leg bags. Per follow up information received via phone on 06jun2022, it was stated that the tubing from the drain bag to the condom catheter was kinked at the connection to the bag and would not allow for proper drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "defective components received from supplier." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Released a vinyl leg bag to be used with male external catheters, foley catheters or most other types of urinary catheters. Directions for use: separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. Bard® dispoz-a-bag® accessories: leg bag holder, 1-3/4¿ wide leg bag strap, deluxe fabric leg bag straps, extension tubing.". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was having issues with bard leg bags. No additional information provided. Per follow up received via phone on (B)(6) 2022, it was stated that the tubing from the drain bag to the condom catheter that her husband uses kinks at the connection to the bag and will not allow for proper drainage. The patient provided material # 150832 and lot number as ngfy3673 for the product.